Manufacturer narrative:
H3 - code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their device explanted due to infection. A review of device history records showed that the generator passed quality control inspection and was sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No additional relevant information has been received to date.

Event description:
It was further reported that the patient was re-implanted.

Event description:
The physician reported that the onset of the infection was 27-may-2025.